Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative found the calibrator lots were not updated in the software and were in the wrong position on the calibrator rack. The calibrator lot numbers and values were updated, the calibrators were repositioned on the rack, and files were updated in the software. Calibration was successful and qc passed on all tests. A precision test was performed with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine jaffé gen. 2 results for approximately 8 patient samples on a cobas integra 400 plus analyzer. The customer provided 3 examples. Patient 1: the initial result was 2.9 mg/dl and the repeated result was 1.08 mg/dl. Patient 2: the initial result was 3.1 mg/dl and the repeated result was 0.86 mg/dl. Patient 3: the initial result was 3.1 mg/dl and the repeated result was 0.82 mg/dl. The questionable results were reported outside the laboratory. The samples were repeated because calibration and qc failed. The repeated results were believed to be correct.

Manufacturer narrative:
The calibration and qc were acceptable. A general reagent issue was excluded. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.